Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that prior to starting the ablation, the physician performed a hysteroscopy and the uterus was intact. The physician then attempted to perform the ablation but the device would not pass cavity integrity assessment, the physician suspected she had perforated. The procedure was then aborted. No additional details available.